Manufacturer narrative:
(B)(4).

Event description:
It was reported that during service evaluation the renasys go device was found unable to generate and control negative pressure due to a defective vacuum motor. The pump failed both the blockage and leak tests. No patient was involved.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. Visual inspection confirmed housing damage. The functional evaluation confirmed the device was unable to control negative pressure failing the blockage and leak test. We have established a relationship between the device and the event reported. The root cause was determined as a failed vacuum motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.